Manufacturer narrative:
The reported event was confirmed during the battery pack device evaluation. Electromechanical (short circuit inside battery pack or handpiece) is a known cause for this event.

Event description:
It was reported that after a surgical procedure at the user facility, when the battery pack was opened for disposal it was noticed that there was damage around the batteries. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that after a surgical procedure at the user facility, when the battery pack was opened for disposal it was noticed that there was damage around the batteries. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.